Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2017 and suture was used. During use the suture broke. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Date sent to FDA: 2/6/2018 additional evaluation summary: reserve samples from the same lot were evaluated. All the individual needle pull-off and knot pull tensile strength values were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary a picture of the sample was sent for evaluation. Upon visual inspection of the picture, a broken needle with a foil of product code (B)(4) lot # ve603 inside of a bag could be observed. However, no conclusion could be reached as how the needle broke. A detached needle, a empty opened folder and one empty opened foil of product code (B)(4), lot ve603 were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected. Remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps and no functional test can be performed due to sample condition. Per the sample condition the assignable of the performance - breakage suture, suggest an improper handling of the sample.